Manufacturer narrative:
Additional information received via loqi study. See b5 for additional narrative. Upon completion of investigation, a supplemental MDR will be filed.

Event description:
Additional information received via loqi (abiomed¿s long-term outcome and quality indicator impella registry), on (B)(6) 2024 indicates this patient also endured mesenteric ischemia with a "possible" relationship to the impella device. Intervention was required via 1u packed red blood cells, CPR due to subsequent hypotension leading to lost pulsatility, and a wound vac placed. The colon was dilated, fluid-filled throughout, laparotomy and right colectomy was performed. Additionally, "on (B)(6) 2024, ex lap: removal of quikclot, end ileostomy and fascial closure with staples. Patient remained with ileostomy post procedure. (Drainage montiored). H/h baseline was unknown. However at admission, 12.2/36.3. Nadir levels 6.9/22. (B)(6) 2024 had ileostomy placed."

Manufacturer narrative:
Additional informations received ; section b5 and h6 with health effect - clinical code was updated accordingly. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
We received additional information from our medical safety team via loqi (abiomed¿s long-term outcome and quality indicator impella registry), pertaining to the above case. It was noted that supraventricular ventricular tachycardia, ventricular tachycardia, concern for sepsis and severe mitral valve regurgitation with a possible relationship to the impella 5.5 device used on this patient.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding a 57 year old male patient presenting with post cardiotomy cardiogenic shock for impella support. During support, it was alleged that the patient had endured atrial fibrillation with a "possible" relationship to the impella device. A cardioversion was performed, as treatment.

Manufacturer narrative:
The investigation for this record has been updated to include evaluation of sepsis, heart valve damage, and mesenteric ischemia and has been completed. After review of the clinical details, the root cause of the infection and the vascular damage could not be determined without the actual device returned for analysis. However, clinical details provided was sufficient to determine the root cause of the heart valve damage. As a result, the root cause of the heart valve damage was determined to be patient condition, because it was found that the patient had pre-existing condition of mvr(mitral valve regurgitation) during tee studies.

Manufacturer narrative:
The investigation for the reported atrial arrhythmia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the atrial arrhythmia could not be determined. The instructions for use states ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿